Manufacturer narrative:
(B)(6).a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the implantable neurostimulator (ins) was relocated from the patient's abdomen to an infraclavicular region due to abdominal irritation. The event was considered completely resolved on (b)((B)(6) 2007. No further complications were reported/anticipated. The etiology was noted as being possibly related to the surgery and possibly related to the system; the event resulted in surgical intervention to prevent permanent impairment to a body function or body structure. The event was considered completely resolved on (B)(6) 2007. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.